Event description:
Received endoscopic clip applier and bladeless trocar with report of malfunction. Clip applier jaw broke off this disposable instrument in the patient. The dislodged piece was removed and the case completed with no harm to the patient.